Event description:
Boston scientific received information that during a routine check, this left ventricular (lv) lead showed frequent sensed events caused by noise, and high out of range pacing impedance measurements. It was unclear whether this lead had fractured. The patient's lv capture threshold was found to have increased to a value that was higher than the programmed output, but the patient was asymptomatic to loss of lv capture. The patient had intact 1:1 av nodal conduction. The clinician decided to program this lv lead off. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine check, this left ventricular (lv) lead showed frequent sensed events caused by noise, and high out of range pacing impedance measurements. It was unclear whether this lead had fractured. The patient's lv capture threshold was found to have increased to a value that was higher than the programmed output, but the patient was asymptomatic to loss of lv capture. The patient had intact 1:1 av nodal conduction. The clinician decided to program this lv lead off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.